Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent cystoscopy on (B)(6) 2013 for mixed urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy, cystoscopy and right urethral stent placement with retrograde ureteroscopy secondary to kink in urethral ; due to sui and pop. It was reported that the patient underwent mesh revision on (B)(6) 2007 due to pelvic pain and exposed mesh and excision of vaginal scar tissue on (B)(6) 2008.